Event description:
The customer reported to beckman coulter (bec) a 1cc reagent leak from the probe of the coulter ac*t-diff analyzer after a startup. The the leak was not contained within the instrument. The customer also reported recovering hemoglobin (hgb) incomplete on the startup results. The material safety data sheet (msds) was not reviewed by the customer. The customer was wearing gloves at the time of the leak. There was no biohazard exposure to open wounds or mucous membranes and the operator did not seek medical attention. No patient samples were affected by the leak.

Manufacturer narrative:
On (B)(4) 2013, the customer was assisted over the phone by the customer technical support (cts), who helped the customer change the dual diluent filters and adjust the hemoglobin (hgb) lamp, resolving the reported problem. Beckman coulter service was not dispatched for this event. Although the cause of the leak cannot be determined with the information provided, the replacement of the diluent filters, performed by the customer, resolved the leak. The instrument performed as expected recovering hgb incomplete on the start up. (B)(4).